Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8336-70 serial/batch #: (B)(4), description: cover edge 32, 70 cm 4x8 surgical lead.

Event description:
A report was received that the patient's stomach was retaining water. The patient was admitted at the neurosciences critical care unit (nccu). The physician believed that the patient's symptom was device related. The patient was doing well.